Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon review, it was noted that the pacemaker was in backup mode. During the software download, the pacemaker was failing to be interrogated. Programming changes were made. The patient was in stable condition.